Event description:
The patient reported sparking at the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. All returned power cables excluding the defected cable was able to be used for further testing. Initially the unit was unable to power on due to intermitted loss of power (power shortage). In result, a golden power cord was used to power on/off the without any power complications and power malfunctions. After identifying the returned power cable there was no frayed and or exposed wires coming from the power cord. However, after plugging in the power cord into the patient electronic system and maneuvering the power cord the unit appeared to instantly power off. This does not confirm that the damaged power cable is the cause of sparking but does prove that the power cord has an internal power shortage. Customer reported power cord revealed sparking while powering on the unit, unconfirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.